Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, magnetic resonance imaging (MRI) was performed and it was confirmed that the gel was partially placed in the anterior wall of the rectum. Reportedly, as of (B)(6) 2020, the MRI shows the gel takes up more than 25% of the rectal wall circumference on an axial slice. There were no patient complications reported as a result of this event. The patient intensity modulated radiation therapy (imrt) has been delayed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.